Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 503 mg/dl. The customer declined to troubleshooting for hyperglycemia. The customer was treated with insulin pump for high blood glucose level. Customer reports the symptoms related to their high blood glucose such as headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to suspend then resume delivery. Customer reports they stay out auto mode was active. The device will not be returned for analysis.